Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient never experienced effective therapy. Reprogramming was performed. The patient underwent surgical intervention during which the patient's s2 lead was replaced and an additional s3 lead was implanted. Effective therapy was established post-operatively.